Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. There was blood in the manifold, inflation lumen, and balloon. The balloon was loosely folded. Microscopic examination of the balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4.5cm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01613. It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 120mm x 150cm, otw coyote balloon catheter was advanced to dilate the target lesion. The balloon was inflated up to a maximum pressure of 14atms, not more than twice, and ruptured. The device was completely removed and another 2.0mm x 120mm x 150cm, otw coyote balloon catheter was advanced to dilate the lesion. This balloon also ruptured after being inflated up to a maximum pressure of 14atms, not more than twice. The device was completely removed and the procedure was completed with another coyote balloon catheter. No patient complications were reported.

Event description:
Same case as MDR ID# 2134265-2015-01613. It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 120mm x 150cm, otw coyote¿ balloon catheter was advanced to dilate the target lesion. The balloon was inflated up to a maximum pressure of 14atms, not more than twice, and ruptured. The device was completely removed and another 2.0mm x 120mm x 150cm, otw coyote¿balloon catheter was advanced to dilate the lesion. This balloon also ruptured after being inflated up to a maximum pressure of 14atms, not more than twice. The device was completely removed and the procedure was completed with another coyote¿ balloon catheter. No patient complications were reported.